Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was backing up into the helium tubing. The pump went into standby and the customer was directed to disconnect the helium tubing and place a clamp on the tubing. It was explained the iab would need to be removed within 30 minutes. It was verified that the blood did not reach the console. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated field: medical device ¿ problem code (2). Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and a leak was detected on the membrane approximately 20.1cm from the rear seal measuring 0.229cm in length. The reported problems was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that after 24 hours of intra-aortic balloon (iab) therapy, a gas loss in iab circuit alarm was generated and blood was backing up into the helium tubing. The pump went into standby and the customer was directed to disconnect the helium tubing and place a clamp on the tubing. It was explained the iab would need to be removed within 30 minutes. It was verified that the blood did not reach the console. There was no patient harm or adverse event reported.